Event description:
It was reported the device exhibited a battery error. The event occurred while in use with a patient and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to still be intact, and the device was observed to be in good condition. Review of the device¿s event history log was not applicable. Functional and operational tests were conducted. Upon testing, the reported problem was unable to be duplicated. The root cause was unable to be determined. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown. D4: UDI unknown.

Manufacturer narrative:
UDI related data quality updates only.